Event description:
There was arcing within the molded plug of the fresenius hemodialysis power cord.

Event description:
There was arcing within the molded plug of the fresenius hemodialysis power cord.